Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up, post-paced t-wave oversensing was observed. Patient was asymptomatic. Programming changes were recommended, and will be made at the next visit. The patient was stable and will continue to be monitored via remote transmission.

Event description:
New information received notes that another instance of post-paced t-wave oversensing was observed.